Event description:
Ous MDR - this device was found to be in back-up mode for an unknown reason. The date of implant was not provided. This device remains implanted.

Manufacturer narrative:
Upon receipt, the device was interrogated confirming the device to be in the backup mode. The memory content of the device was inspected. The inspection revealed that the device detected invalid memory content on (B)(6) 2016. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will-by design- activate the backup safety mode to assure the patients safety. The device was reinitialized and worked as expected afterwards. There was no indication of a device malfunction. Furthermore, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed symptoms. Particularly the final acceptance test proved the device functions to be as specified. Based on the available data the root cause for the invalid memory content could not be determined. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. Please note, the ability of the device to deliver therapies is not affected by the backup safety mechanism.